Manufacturer narrative:
Date of event was on an unspecified date in 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with unspecified antibiotics. Extraneal therapy was ongoing during patient treatment. It was reported the patient underwent surgical removal of peritoneal catheter. At the time of this report, the patient has recovered from the peritonitis event. Pd therapy was discontinued and was expected to restart in three months time. No additional information was available.